Event description:
Upon interrogation of the subject ICD on (B)(6) 2013, a warning message (unknown) was displayed to the user. Reportedly, this ICD was then successfully interrogated with another programmer. The patient was hospitalized, as reported.

Manufacturer narrative:
(B)(6) 2013: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.